Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported insertion difficulties and subsequent delay remains unknown.

Event description:
During a supraventricular tachycardia procedure, the catheters were not visualized and no electrograms were apparent which caused a delay in procedure. Both catheters were replaced and the procedure was completed with no adverse patient consequences.

Event description:
Related manufacturing ref: 3008452825-2025-00033. During a supraventricular tachycardia procedure, the catheters were not visualized and no electrograms were apparent. Both catheters were replaced and the procedure was completed with no adverse patient consequences.